Event description:
Heartware left ventricular assist device (lvad) presents with (B)(6) bacteremia with associated embolic phenomena to the brain and spleen consistent with endovascular infection. Pet scan showed extensive uptake in the outflow track of lvad but no associated fluid. Notably, ring enhancing lesions in central nervous system were consistent with septic emboli and improved with a long course of IV antibiotics, followed by suppressive oral antibiotics.